Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states. The product has been received for analysis. This report will be updated upon completion of analysis. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. The helix mechanism was in a retracted position, with dried blood around the helix. A laboratory technician tested the helix mechanism and found it was nonfunctional. Microscopic inspections of the terminal pin assembly and lead body found no anomalies. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported perforation.

Event description:
It was reported that during the implant procedure, the patient's right ventricle was perforated, leading to a pericardial effusion. The lead was repositioned, then ultimately it was removed and a new right ventricular (rv) lead was implanted to complete the procedure. No additional adverse patient effects were reported. The lead was returned for analysis.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that during the implant procedure, the patient's right ventricle was perforated. The lead was repositioned, then ultimately it was removed and a new right ventricular (rv) lead was implanted to complete the procedure. No additional adverse patient effects were reported. The lead was returned for analysis.

Event description:
It was reported that during the implant procedure, the patient's right ventricle was perforated, leading to a pericardial effusion. The lead was repositioned, then ultimately it was removed and a new right ventricular (rv) lead was implanted to complete the procedure. No additional adverse patient effects were reported. The lead was returned and is undergoing analysis.

Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states. The product has been received for analysis. This report will be updated upon completion of analysis.